Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approximately 19.5 cm distal to the is1 connector pin. A proximal and a distal lead fragment were received for analysis. In between a 1.5 cm segment of insulation body was missing. The returned lead fragments were subjected to an extensive analysis. The analysis revealed multiple severe extraction damages, such as a stretched lead body, a deformed shock coil and a pulled out conductor cable. Furthermore the lead fragments were found encapsulated with calcified tissue adherences at multiple positions. Based on these findings it is reasonable to assume that the lead had been subject to an extensive ingrowth which might have contributed to the observed damages during the extraction procedure. In the course of the analysis, no further deviations were noted. However, as calcification is known to cause high impedances, it is assumed that the ingrowth of the lead led to the increased pacing impedance, reported in the complaint description. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
After an implantation period of approximately 47 months, impedance values of greater than 2500 ohms were reported. The lead was explanted and returned to biotronik for analysis. No adverse patient side effects have been reported.